Event description:
A malfunction was reported on a pump, identified by a malfunction code indicating unexpected movement. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump, but the issue recurred. Customer technical support decided to replace the pump. The caller did not have a backup therapy option and planned to contact their healthcare provider.